Event description:
It was reported that the pt experienced a loss of therapeutic effect with a sharp pain with pressure described as similar to "pushing a baby out" following a car accident. There was significant bruising around the neurostimulator also. The device was noted to have "quit working" a few days after the accident. The pt was able to get the device going again and increased the stimulation to 6.0 volts before they could feel it. Approx (B)(6) later the device stopped working again. The pt went through the process a handful more times and was able to get the stimulation back at 2.5 volts but had severe pain with stimulation now felt in the vaginal area where as before it was in the rectum. When the device was turned off the pain and pressure went away. It was also noted that the neurostimulator now moved more freely in the pocket area after the car accident. Add'l info was requested.

Manufacturer narrative:
(B)(4).